Manufacturer narrative:
The electronic log file as well as the replaced display was available for investigation. The log entries do not indicate a device failure. The returned display which also contains the standby-button was tested w/o findings. Based on the available info, the reported spontaneous mode change could not be reproduced. The savina was tested according to draeger specification and passed w/o finding. The investigation did not reveal a device failure. The root cause for the reported spontaneous mode change could not be identified.

Event description:
It was reported that "the device has been running at the simv mode for one day. But it switched to the standby mode and the menu stopped at 'configuration 2/4' automatically on (B)(6) w/o any alarm. As the menu stopped at 'configuration 2/4', nurses and doctors did not find the device have stop ventilating. They found the info until monitor made a sound that spo2 was dropped."